Event description:
The pt had one complete se stent implanted to the left distal superficial femoral artery (sfa). It was reported the device was successfully deployed. Approx 11 months post index procedure a stent strut fracture was seen during examination of the left sfa. At the proximal mid third of the stent in the medial aspect, there is evidence of a fractured strut. Distally in the medial aspect there is also evidence of a fractured strut. On the lateral aspect medically, there are two apparent areas of strut fracture as well. The investigator indicated that the reported event was definitely related to the study device. A cd of the procedure was provided for review. Ten views of the deployed stent in the sfa were received for evaluation. There was a great deal of calcification in the vessel and surrounding the stent. It was not possible to identify the presence of any stent strut breakages from the images provided. The complete se nitinol stent is an open cell design stent that is highly conformable. The possibility exists that the areas where the stent is reported to be fractured is an area where the stent has conformed to the tortuosity of the vessel, resulting what appears to be a kink or a change in direction of the stent rather than a stent strut fracture.

Event description:
Approximately 2.5 years post index grad 1 stent fracture was reported by the core lab. Images review: images also confirm the diffuse calcification within the vessel with the calcification concentrated at the site of the complete se stent deployment. The still images show what appears to be compression of the stent in conformance with the vessel morphology. Based on review of the images it appears most likely that the compressive forces within the vessel impacted on the profile of the stent.

Manufacturer narrative:
(B)(4). Evaluation, method: (x-ray images). Results and conclusions: (calcification).

Manufacturer narrative:
(B)(4). Evaluation results - (B)(4) - inherent risk of procedure (occlusion).